Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed multiple calibrations which failed. The fse replaced multiple hardware components which included the carbon bridge, ratio pump stack and the electrolyte injection cup (eic) to resolve the issue. Since multiple parts were replaced, the primary cause of the event was not determined.

Event description:
The customer reported obtaining false high sodium (na), chloride (cl), and carbon dioxide (co2) results for ten (10) patients, involving the unicel dxc 800 pro synchron system. The false high na, cl, and co2 results were reported outside the laboratory. The customer repeated the samples on an alternate dxc instrument and obtained na, cl, and co2 results within the normal reference range for the patients. The repeat results were reported outside the laboratory and the original results were amended. There was no effect to patient treatment in connection to event. The customer stated the instrument had generated "sample drift error" messages at the time of the event.